Manufacturer narrative:
Exemption number e2017017. (B)(4). Siemens is conducting a thorough investigation of the reported events. As this event is under investigation, a root cause has not yet been determined. A supplement report will be filed upon completion of the investigation. (B)(6).

Event description:
It was reported to siemens that a malfunction occurred while operating the artis zee biplane system. During an interventional procedure, the user reported no communication message was displayed and x-ray was not possible. The user was able to recover the system by rebooting the system, however, the patient was safely removed from the system and transferred to an alternate system where the procedure was completed. We are unaware of any impact to the state of health of the patient involved.

Manufacturer narrative:
Siemens has completed an investigation of the reported event. The root cause was determined to be a defective rtc power supply. The investigation showed a hardware defect of the realtime computer (rtc) in plane a. The affected part was returned and inspected in the lab. The power supply of the rtc was found defective and no communication was possible. The entire rtc has been exchanged on site by the local service organization and system functionality was restored. The manufacturer is not considering further actions resulting from this event as no systematic error has been recognized.